Manufacturer narrative:
(B)(4).

Event description:
It was reported that "needle hub cracked; during puncture the needle entered air (due to cracked hub). Needle hub is broken."

Event description:
It was reported that "needle hub cracked; during puncture the needle entered air (due to cracked hub). Needle hub is broken."

Manufacturer narrative:
(B)(4). The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained cracking and a portion of the hub had separated. A device history record review was performed, and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.